Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and fell down the stairs resulting in a hospitalization; cause of dka was not provided. A blood glucose level was not provided. Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information, however, no response was received.